Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Sample is not available from consumer for evaluation by the site to determine if the defect was caused during the manufacturing process. Our manufacturing operations employ quality control procedures which include in process testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Root cause analysis / identif: based on damage found on the returned wraps and information gathered during interviews with (name) (production technician), (name) (production leader), and (name) (technical services specialist) the most probable root cause of this event is in the equipment category, mechanical failure and method is considered a contributor. Examination of the unsealed areas found that the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. The unsealed area is translucent indicating that it was not stray chemistry. The area appears to have been left unsealed due to the brine being in the area around the cells preventing them from sealing. The returned wrap, shows an opened cell in the wrap edge between the upper and bottom sheet of the cell-pack. In addition shows there is a channel between the opened cell and the other two cells in the same row allowing the mixing of the chemistry brine mix from the 3 cells. Brine pump a40 was changed on 22oct2017. This pump correlates to the adjacent cell to the leaking cell. The brine addition is designed to target the center of the cell. For the wrap under investigation, the brine reached the edge of the cut wrap allowing for chemistry leakage

Event description:
Event verbatim [preferred term] backing was coming off/ black pebbles were in solid form/ it had come apart more /take the backing off, the paper part, and the whole thing fell apart, the black pebbles went everywhere [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual) (device lot number t65607, expiration date sep2020) from an unspecified date for arthritis pain all over her body. Medical history included drug hypersensitivity (aspirin, unspecified nsaids and unspecified narcotics) from an unknown date and unknown if ongoing and arthritis from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. On an unspecified date, the patient reported on the first heatwrap, when she took it off, the backing was coming off and it had already cooled down. The black pebbles were in solid form so it was okay. Further added that the backing had separated when she had already taken it off her body. The backing was coming unattached. With the second heatwrap, it had come apart more and it did not get as hot. After she took it off, it was coming apart. She took it off because it wasn't really working, meaning it wasn't really getting hot. With the third heatwrap, she went to take the backing off, the paper part, and the whole thing fell apart, the black pebbles went everywhere. She stated she taped it but it couldn't be used. The packaging was sealed and intact. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). Sample is not available from consumer for evaluation by the site to determine if the defect was caused during the manufacturing process. Our manufacturing operations employ quality control procedures which include in process testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from product quality complaint (pqc) group included investigation results. Root cause analysis / identify: based on damage found on the returned wraps and information gathered during interviews with (name) (production technician), (name) (production leader), and (name) (technical services specialist) the most probable root cause of this event is in the equipment category, mechanical failure and method is considered a contributor. Examination of the unsealed areas found that the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. The unsealed area is translucent indicating that it was not stray chemistry. The area appears to have been left unsealed due to the brine being in the area around the cells preventing them from sealing. The returned wrap, shows an opened cell in the wrap edge between the upper and bottom sheet of the cell-pack. In addition shows there is a channel between the opened cell and the other two cells in the same row allowing the mixing of the chemistry brine mix from the 3 cells. Brine pump a40 was changed on (B)(6) 2017. This pump correlates to the adjacent cell to the leaking cell. The brine addition is designed to target the center of the cell. For the wrap under investigation, the brine reached the edge of the cut wrap allowing for chemistry leakage outside the cell pack. Brine is delivered from individual pumps through a manifold which then routes it through individual hoses to each cell. The hoses are connected to individual nozzles aligned with each cell. The hoses are connected to nozzles with pressure fit couplings. The brine being dosed outside the center of the cell can be caused by various scenarios. Dosing belt sync error- this scenario can be ruled out. This event would affect all the cells in the wrap. There were three cells in a row affected by the brine leakage in this event. Faulty brine dosing offset - this scenario can be ruled out. If the brine dosing offset was off, all of the nozzles would be dosing outside the cell the wrap. Air in the brine dosing line - this scenario cannot be ruled out. The form 52204, menstrual changeover checklist, version 7.0, effective date: 17aug2017, is required as part of changeover activities to confirm brine calibration verification. This condition is something that can happen intermittently and did not continue through the entire production. If the condition persists in process verifications will detect the issue and calibration of brine dosing pumps (sop-72378 calibration of brine dosing pumps, version 3.0, effective date: 08jun2017) will be performed to correct the issue. Typically air in the line presents as either a shortage of brine being dosed to the cell or when the air discharges it can tend to blow some of the chemistry and brine mix out of the cell. The most probable cause is when the cell is dosed with brine, air in the line could splash chemistry out of the cell preventing the top and bottom sheets from sealing. Stray chemistry is present in the returned sample; however, the amount of pre-mix powder present on the wrap was not large enough for the camera system to identify it as a defect. The returned wrap pouch packaging date/time - was on (B)(6) 2017/20:39 hrs, south side. On (B)(6) 2017 day shift pump a40 was changed. This pump correlates to the adjacent cell to the leaking cell and aligns with the south side flow wrapper. Purge is a procedure to remove the air in the lines. Thermacare products manufacturing batch records indicate that if the line is down more than 2 hours purge for five minutes and if the line is down for more than 8 hours purge for fifteen minutes. Calibration of brine dosing pumps procedure (sop - 72378) has instructions that indicate to purge the brine lines as part of the pumps calibration. However during the investigation process it was found that a visual aid needs to be develops to the instructions should be clear and visible on the floor. Method can't be ruled out. Brine dose fluctuations - this scenario cannot be ruled out. Brine pumps not working properly because of brine dose fluctuations can cause defective cells. These brine fluctuations can be caused by issues with the brine pump system such as dosing rotation failure, nozzles not being tight enough, issues with hoses and fittings that can cause result in defective cells. There was no preventive maintenance (pm) in place for the brine pumps at the time this batch was manufactured. As per action item (B)(4) a pm for the brine pumps system was created and is in place since (B)(6) 2018. Method can't be ruled out. Materials are ruled out as the root cause. Quality control lab analysts verify the materials are within specification before releasing the material to production. All materials were released per specifications prior to the manufacturing of batch t65607. Therefore, materials are not considered a root cause to this event. Environment is not considered a root cause of this event because the brine dosing is not controlled by external conditions. Colleagues are trained with operating the heat pack maker; therefore, training was ruled out as a root cause. Measurement was ruled out. In process quality checks are conducted every 10 minutes following (B)(4) thermacare menstrual, version 11 effective 28nov2016. Quality checks, attribute and variable, were conducted during this production period and no out of specification (oos) findings were documented in the manufacturing electronic system. Camera systems performed as expected during the manufacture of this batch as per plant performance enterprise system (peps) report. Corrective actions: there is no market action recommended. This investigation recommends no further actions to be taken for batch t65607. There are specific product use instructions on the carton and pouch film "do not use if the heat cell contents leak and/or wrap is damaged or torn". No corrective actions are required, in process quality checks are performed every 10 minutes. This condition is something that can happen intermittently and did not continue through the entire production. Preventive actions: the following preventive action was identified: (B)(4)- to develop a visual aid to clearly indicate to purge the brine lines every time that a brine pump is calibrated, if the line is down more than 2 hours purge for five minutes and if the line is down for more than 8 hours purge for fifteen minutes. Responsible person: (B)(6) due date: 29nov2018. Preventive actions: the following preventive action was identified: (B)(4)- to develop a visual aid to clearly indicate to purge the brine lines every time that a brine pump is calibrated, if the line is down more than 2 hours purge for five minutes and if the line is down for more than 8 hours purge for fifteen minutes. Responsible person: (B)(6) due date: 29nov2018. Conclusion: the most probable root cause was found to be equipment category, mechanical failure and method was identified as a probable root cause contributor. Typically air in the line presents as either a shortage of brine being dosed to the cell or when the air discharges it can tend to blow some of the chemistry and brine mix out of the cell. The most probable cause is when the cell is dosed with brine, air in the line could splash chemistry out of the cell preventing the top and bottom sheets from sealing. The returned wrap pouch packaging date/time - was on 22oct2017/20:39 hrs, south side. On (B)(6) 2017 day shift pump a40 was changed. This pump correlates to the adjacent cell to the leaking cell and aligns with the south side flow wrapper. Purge is a procedure to remove the air in the lines. Thermacare products manufacturing batch records indicate that if the line is down more than 2 hours purge for five minutes and if the line is down for more than 8 hours purge for fifteen minutes. However, there is no procedure and/or instructions that indicate purge the brine lines after a pump is changed. A visual aid need to be created to clearly indicate to purge the brine lines every time that a brine pump is calibrated, if the line is down more than 2 hours purge for five minutes and if the line is down for more than 8 hours purge for fifteen minutes. In addition there is was no preventive maintenance (pm) in place for the brine pumps at the time this batch was manufactured. A preventive maintenance (pm) is now in place for the brine pumps system. Also in-process attribute quality checks sampling frequency intervals were changed from every 10 minutes to every 6 minutes to help monitor the batch real-time and allow reaction to defect issues before the entire batch is processed. This change was implemented on (B)(6) 2018. Batch t65607 complied with product release specification and will remains in released status. Follow-up (31may2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event device leakage was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event device leakage was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.